Manufacturer narrative:
Product analysis#: 279032387:equipment used: vis (m-81805), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): a solitaire ab stent device was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened solitaire ab stent inner pouch. The rebar-27 catheter used during the event was not returned. Visual inspection/damage location details: the model and lot numbers for the rebar-27 catheter were not provided; therefore, compatibility could not be assessed. The solitaire ab stent device was returned without its introducer sheath. No bends or kinks were found with the solitaire ab pushwire or marker coil. Visual inspection of the detachment zone revealed no electrical etching. The stent was found to be still attached to the pushwire. The stent non-working length struts (tear drop) were found to be broken. The middle working length and non-working length struts appeared to be in good condition. The finger markers were examined and were found to be in good condition. Testing/analysis (including sem reports): the solitaire was unable to be used for resistance testing with an in-house catheter due to its damaged condition. The solitaire ab stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken strut. Per the sem analysis report, the strut broken end exhibits features of fatigue. The broken end surface failed via fatigue starting at the kink/bend area with some evidence of overload. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ was confirmed. Resistance can be caused by compatibility or lack of continuous flush. Regarding the strut break issue the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary (see tr-nv14873 solitaire separation). (Reyesr32 2022-09-22). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a solitaire ab (sab) and rebar microcatheter that had resistance and the sab was damaged. The patient was undergoing a stent assisted coil embolization procedure to treat an unruptured amorphous posterior communicating artery aneurysm. The aneurysm max diameter was 7mm and the neck width was 5mm. Blood flow was high. Vessel tortuosity was moderate. It was reported that the sab and all accessory devices were prepared as indicated in the instructions for use (IFU). After preparation and hydration, the sab was put into the rebar 27 microcatheter. Resistance was significant and the sab could not be pushed. The sab was then removed and observed in vitro and it was found that the welding spot at the distal end of the stent pushwire was partially broken. The pushwire was not torqued during the procedure. It was noted that the thesab was replaced with another of the same size and the surgery was completed successfully. There was no harm or injury to the patient. Ancillary devices: terumo 8f puncture sheath, 8f guiding catheter, echelon 10 microcatheter, synchro 14 guidewire, axium coils additional information received reported that when the surgeon sent the stent from the protective sheath into the microcatheter, resistance occurred and the resistance was too large. The stent was then taken out to find that the welded joint was broken.